Event description:
Notified of hip replacement recall several years ago. Drs started monitoring cobalt and chromium levels. Most recent test showed elevated cobalt levels. FDA safety report ID # (B)(4).